Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was a "check iab" and a "blood detected" alarm generated. The console pumped for approximately 20 minutes and blood was found in the tubing. The iab was removed and another iab was inserted. The indication for use was cardiac shock. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The male luer was missing from the extracorporeal tubing. The returned tubing had pressure tubing attached to it replacing the male luer. The extender tubing was also returned cut in two parts. A visual examination of the product detected the inner lumen within the membrane was completely separated within a kink approximately 24.1cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no other leaks were detected. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed and allowed blood to leak into the membrane and catheter tubing causing the reported problems. It is difficult to determine when the break occurred but it is possibly a result of patient movement during the procedure. The evaluation confirmed the reported problems. Continual flexing of a kink can cause the catheter to become penetrated. It is difficult to determine when the penetration may have occurred, however, it could cause the reported events. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was a "check iab" and a "blood detected" alarm generated. The console pumped for approximately 20 minutes and blood was found in the tubing. The iab was removed and another iab was inserted. The indication for use was cardiac shock. There was no reported injury to the patient.